Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high," however, a specific value was not provided. A manual injection of insulin was administered to treat bg level. Reportedly, the customer reverted to manual injections for insulin therapy.